Event description:
It was reported during an atrial fibrillation (afib) procedure, noise was being displayed on the carto 3 system and the pruka recording system. It was also reported that error 8 (pace routing disabled) was being displayed on the carto 3 system. Pacing was not taking place at the time and pacing channels were closed. The carto 3 system was rebooted with no resolution. All the catheters and cables were disconnected from the front of the patient interface unit (piu) and plugged in one by one. When the ablation cable and the ez steer thermocool sf navigational catheter were plugged in, the noise returned. The cable was replaced with no resolution. When this catheter was replaced and the carto 3 system was rebooted, the issue resolved. It was also reported that during the same procedure, there was a noise distortion alert on the lasso eco navigational catheter and no egm's were being displayed. There was no metal close by and the x-ray tubes were far away from the patient. This catheter, the lasso interface cable and lasso eco cable were all connected together to the piu. The lasso eco cable and lasso eco interface cable were replaced with no resolution. When the catheter was replaced, the issue resolved.

Manufacturer narrative:
Concomitant product: lasso navigational variable eco catheter, model #: d-1343-02-s, lot #: unknown_d-1343-02-s. (B)(4). Event description continuation: upon request, additional information was provided by the bwi field representative. There was noise on all channels including the 12 leads of body surface (bs) ECG¿s and intracardiac (ic) signals. The ECG was not interpretable. At times, it almost looked like a ventricular fibrillation (vfib). There was a lot of artifact on the intracardiac signals. The physician was not able to interpret the bs and ic recordings with the noise present. The noise occurred when connecting certain catheters. The physician could not do the procedure with the noise present. The signal loss occurred on all 12 leads of the body surface (bs) ECG¿s on both the carto 3 system and the pruka recording system. The issue occurred after connecting the ez steer thermocool sf navigational catheter. After replacing the ez steer thermocool sf navigational catheter and the patient interface united (piu) was rebooted, the case proceeded as usual with a good end result. The physician did not think that there was any potential risk to the patient due to this malfunction. The procedure was completed successfully. There was no patient consequence. The lasso eco navigational catheter was also exchanged during the case. The severity of the noise on all the channels on both the carto 3 system and the pruka recording system is indicative of a reportable event.

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, noise was being displayed on the carto 3 system and the pruka recording system. It was also reported that error 8 (pace routing disabled) was being displayed on the carto 3 system. Pacing was not taking place at the time and pacing channels were closed. The carto 3 system was rebooted with no resolution. All the catheters and cables were disconnected from the front of the patient interface unit (piu) and plugged in one by one. When the ablation cable and the ez steer thermocool sf navigational catheter were plugged in, the noise returned. The cable was replaced with no resolution. When this catheter was replaced and the carto 3 system was rebooted, the issue resolved. It was also reported that during the same procedure, there was a noise distortion alert on the lasso eco navigational catheter and no egm's were being displayed. There was no metal close by and the x-ray tubes were far away from the patient. This catheter, the lasso interface cable and lasso eco cable were all connected together to the piu. The lasso eco cable and lasso eco interface cable were replaced with no resolution. When the catheter was replaced, the issue resolved. Upon request, additional information was provided by the bwi field representative. There was noise on all channels including the 12 leads of body surface (bs) ECG¿s and intracardiac (ic) signals. The ECG was not interpretable. At times, it almost looked like a ventricular fibrillation (vfib). There was a lot of artifact on the intracardiac signals. The physician was not able to interpret the bs and ic recordings with the noise present. The noise occurred when connecting certain catheters. The physician could not do the procedure with the noise present. The signal loss occurred on all 12 leads of the body surface (bs) ECG¿s on both the carto 3 system and the pruka recording system. The issue occurred after connecting the ez steer thermocool sf navigational catheter. After replacing the ez steer thermocool sf navigational catheter and the patient interface united (piu) was rebooted, the case proceeded as usual with a good end result. The physician did not think that there was any potential risk to the patient due to this malfunction. The procedure was completed successfully. There was no patient consequence. The lasso eco navigational catheter was also exchanged during the case. The returned device was visually inspected upon receipt and some greenish material was found in the connector. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.